Manufacturer narrative:
The device evaluation was completed on 08-feb-2023. It was reported that a patient underwent a cardiovascular procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air being drawn into the valve occurred. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo¿ sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) review was performed for the finished device 60000007 number, and no internal actions related to the complaint were found during the review. Based on DHR, the h4. Device manufacture date has been updated. The issue reported by the customer could not be replicated during the product investigation. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air being drawn into the valve occurred. According to the physician, the vizigo¿ sheath drew air into the valve, and he wanted to change the sheath to a new one from the same type. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. This sheath was replaced with another one and from the same type, so that procedure was ended successfully. So, there was no damage and consequences caused to the patient. Surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequences. The issue with air flowing back into the side port is MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).